Event description:
It was reported that a patient experienced difficulty breathing, fluid overload and edema coincident with peritoneal dialysis (pd) therapy. The causes of the events were not reported. The patient was taken to the emergency room but was not hospitalized for the events. The treatment for the events was not reported. At the time of this report, the patient was not recovered from the events. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The onset date for the event of fluid overload was unknown. The onset date for the events of difficulty breathing and edema was on (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.